Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the ultra was being used with a 6f guiding catheter, although the instructions for use (IFU) lists using a minimum of 7f guiding catheter, and resistance was met. The stent delivery system (sds) was removed and the stent dislodged inside the guiding catheter. The stent was removed from the guiding catheter with forceps. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, it was not possible to perform an analysis on the device because it was not returned for evaluation. In this case, it appears that the user error resulted in the stent dislodgement. The device packaging and IFU instructs to use a guiding catheter greater than or equal to a 7f. A 6f was used in this case, and was the most probable cause of the reported resistance when inserting the sds.